Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two revaclear 300 dialyzers, an internal blood leak was observed twice. The first leak occurred 10 minutes into a patient¿s hemodialysis (hd) treatment on a non-baxter machine. The facility noted discoloration in the baxter revaclear 300 dialyzer. The treatment was stopped and the dialyzer was tested. The dialyzer tested positive for an internal blood leak. They terminated the treatment about 45 minutes early, and about 150 ml of blood was lost. The patient was moved to a different non-baxter machine where they resumed treatment with new supplies. Approximately 2 hours into the treatment, discoloration was noted again in the baxter revaclear 300 dialyzer. The treatment was stopped and the dialyzer was tested. The dialyzer tested positive for an internal blood leak. The patient¿s blood was not rinsed back; they lost another 150 ml of blood. The patient was moved to a third machine where they were able to complete treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.